Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for roche diagnostics cobas elecsys anti-tpo (anti-tpo) on a cobas 8000 e 602 module (e602). The erroneous initial results were not reported outside of the laboratory and the samples were repeated on a different analyzer. The first sample initially resulted as 6.6 iu/ml and repeated as > 600 iu/ml. The second sample initially resulted as 10.6 iu/ml and repeated as > 600 iu/ml. No adverse events were alleged to have occurred with the patients. The anti-tpo reagent lot number and expiration date were asked for, but not provided. The field service engineer could not determine a cause. He ran performance testing. He replaced the sample probe at the customer's request. He carried out a probe adjustment, but could not confirm any position deviations that would affect patient results. The observed issue is typically caused by sample pipetting issues. Upon review of the alarm trace, several sample pipetting alarms could be seen for all analyzer modules and a malfunction of the sample pipettor could be seen for the affected module.

Manufacturer narrative:
The customer did not experience any further issues since replacement of the sample probe. A specific root cause could not be determined based on the provided information.